Event description:
Allegedly pt. Had recurring dislocations due to a proximal femur fracture. Unsure if fracture occurred at the time of primary hip or after.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1403534-2013-02601.